Event description:
The hospital reported that a vasoview hemopro vh-3500 used for an endoscopic vein harvesting procedure, dissector trigger snapped (when they deployed the trigger they felt and heard a snap and it was no longer moveable) and stayed in on position and started smoking. Device was removed from the patient, it continued to smoke and was then disconnected from the power source. The case was completed using a new vh-3500 device. No patient effects/harm.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/17/2022. An investigation was conducted on 01/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The gray silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations with no excessive smoke observed, but did not shut off each time the toggle was released. A tone was audible from the power supply upon activation. The handle was observed to "stick", causing the device to remain activated. Greater than normal physical force had to be used to slide the toggle switch forward, open the jaws, and stop activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device would intermittently remain activated after releasing the toggle back to the off position. An engineer evaluation was conducted on 01/13/2023. Based on the returned condition of the device as well as the evaluation results, and engineer evaluation, the reported failures "mechanical problem", "smoking" and device remained activated" was observed. The lot # 3000275231 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.